Event description:
On may 29, 2006 (5/29/06) the lay patient contacted lifescan (lfs) alleging that her one touch basic meter did not turn on. The medical affairs specialist sent a letter to the pt since she could not be reached by phone on two different days at different times. The following info was obtained during the initial call to lfs: the pt did not test with the meter prior to having a headache and feeling shaky at 7:30 pm in 2006. She called an advice nurse because the reported meter would not turn on. She then tested her blood glucose level with a friend's meter; the result was 58 mg/dl. "When she realized she was low", she drank some orange juice and ate a piece of mint. No information was provided regarding the patient's diabetes treatment regimen. No information was provided as to when the pt had last tested with the meter prior to developing symptoms. The customer care advocate (cca) confirmed that the batteries were correctly installed and the customer replaced the batteries per the owner's manual. The battery contacts were in good condition. The cca walk the pt through pressing the power button and the meter did not turn on. The meter was replaced. The complaint is reported because the pt was unable to test with the meter when she developed symptoms that suggested hypoglycemia. She called an advice nurse and tested with a friend's meter that provided a low blood glucose reading. The pt treated herself with orange juice and a mint.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.